Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, lead could not be fixed accurately with the sleeve in spite of using high pressure. Physician used high pressure force to fix it due to which lead damage was suspected. It was mentioned that the screw was not working correctly. It jumped-out while testing before implant. Another lead was used. Patient&#38112;condition was good.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.